Event description:
It was reported that the customer's pump battery depleted rapidly, causing the pump to die multiple times overnight and requiring the customer to restart the loading process, consequently being without insulin during that time. There was no adverse impact to the customer¿s blood glucose level. The customer, out of warranty, was in the process of obtaining a new device and declined further troubleshooting.